Manufacturer narrative:
The device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. This device was manufactured prior to may 2009 where it was identified a robust DHR indexing and handling process was not in place. An action implemented a serial number logbook to correct this issue. The reported event was confirmed by the service technician who evaluated and repaired the device. On 7 march 2018, it was reported from university hospital (B)(6) that there was a problem with the roller and the device would not mesh properly. The customer returned a zimmer meshgraft ii serial number (B)(6) for evaluation. Evaluation of the device on 26 march 2019 noted that the device was out of calibration and that there were nonconforming screws in the side plates. The device produced a passing sample mesh during testing. Repair of the meshgraft occurred on 29 march 2019 involved recalibrating the device and replacing the nonconforming screws. The technician then tested and verified that the device was functioning as intended and the device was returned to the customer without further incident. The device was tested, inspected, and repaired. The service technician was unable to reproduce the reported issue with the device. Therefore, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional information received.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that there was a problem with the roller, and it did not mesh properly. The event took place before surgery during testing. There was no harm or delay. There was no patient involvement. No adverse events were reported as a result of this malfunction.